Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please verify issue, was the fluid not draining as expected through the drain tube? No, it wasn't. How long after initial activation was the issue noted? No information. Was the patient returned to operating room to have drain 'surgically' replaced by another one? No information. Was there any issues found with the reservoir the first time? No information. Was the same reservoir used with the second drain to complete the case? Yes. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the drain was placed out of the pachymeninx. At that time, the surgeon checked the suction using physiologic saline because he felt that there was something wrong with the drain. Then, it was found that physiologic saline was suctioned from the middle of the drain, however, not suctioned from the end of the drain. Another like device was used to complete the procedure and no problems occurred after that. There were no patient consequences reported.

Manufacturer narrative:
The fluted part of the drain is cut off, so it can perform drainage only from its end opening, which significantly reduces the drainage surface: if the end of this cut part is hampered into tissue, the proper functioning of this drain will be affected, as its only opening will be closed. There is no cut or tear in the received part. The received drain is incomplete, the fluted part is missing, but is undamaged and upon inspection functioned properly.